Event description:
The customer observed a false positive vitros anti-hav result on a patient sample on the vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false positive result was reported and a corrected report was subsequently issued. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and performed multiple service activities to return the vitros eci to expected operation. The root cause of the false positive anti-hav result is instrument related.